Event description:
(B)(6) states that he was sitting on the bench and he heard a crack, he got off of it and said the braces on the bottom were cracked. It cracked on the underneath. The patient is not using it now been in use 1-12 months.